Manufacturer narrative:
The following elements have blank data.

Event description:
Laryngoscope failed during intubation. It began flickering as soon as it was inserted in larynx. After further investigation with our respiratory technicians, I learned that there are different colors of laryngoscope handles and blades. What was happening was individual pieces were purchased separately, then added to intubation trays without staff awareness that a green dot on handle needed to be verified for use with a green blade. There was no equipment malfunction since it became apparent the two were not compatible, even though they often worked. We have since then removed all of the items from our trays and replaced with known matched items where handle and blade are packaged together.

Event description:
Laryngoscope failed during intubation. It began flickering as soon as it was inserted in larynx.